Manufacturer narrative:
Hamilton medical ag case number is: cer(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during daily check, on (B)(6) 2024, a nurse in the intensive care department discovered an error in the flow sensor of the ventilator during daily inspections. She immediately stopped using the equipment and notified the head nurse and relevant personnel in a timely manner to contact the equipment department for maintenance no patient involvement

Event description:
The following was reported to hamilton medical ag: during daily check, on (B)(6) 2024, a nurse in the intensive care department discovered an error in the flow sensor of the ventilator during daily inspections. She immediately stopped using the equipment and notified the head nurse and relevant personnel in a timely manner to contact the equipment department for maintenance. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).